Event description:
Customer states: during pre-test prior to use on a patient at hospital, a nurse observed the cuff would not be inflated. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.